Event description:
Patient reported ¿the pink needle cap snapped and closed over the needle while I removed the white needle cap¿. Patient was unable to use the needle. I have attached the complaint for your reference. Note that the lot number mentioned in the attached document is the lot number of the injection kit. As per our records, the egrifta needle 30g 0.5" lots used were 3274017 and 3177884.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.